Manufacturer narrative:
(B)(4). Concomitant medical products: all-poly patella cemented 35 mm diameter cat#: 42540200035, lot#: 63885913; natural tibia cemented 5 degree stemmed left size e cat#: 42532007101, lot#: 63744144; femur cemented cruciate retaining (cr) cat#: 42502605401, lot#: 63848759. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface did not seat on tibia during a knee arthroplasty procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned articular surface shows nicks and gouges. Additionally, the dovetail feature is flared. Dimensional analysis of the returned articular surface shows that the device is conforming to specifications. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.